Manufacturer narrative:
Device evaluation summary: analysis of the catheter found ¿catheter body broken¿.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n224968006, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
A catheter break was reported. The location was reported as 1cm below the anchor in spinal site. A revision was done. The neurosurgeon exposed spinal catheter entry site; catheter fractured approximately 1 cm beneath anchor with scar tissue surrounding area. When the scar tissue was removed csf flowed freely from spinal segment of catheter. A new pump segment spliced onto existing spinal catheter. Diagnostics included x-rays on (B)(6) 2015 when the patient experienced increased spasms, but no issues evident per the radiologist. The patient had experienced increased spasticity. After the catheter revision the pump was restarted at an infusion rate of 100 mcg/day and admitted for 23 hour overnight stay. The patient discharged on (B)(6) 2015 with spasticity well controlled. The patient status at the time of the report was indicated as alive, no injury. The pump was used to deliver gablofen. On (B)(6) 2015 it was reported that the patient was seen in the clinic and doing well.